Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced overstimulation and ineffective therapy. Impedances were checked and confirmed normal. X-rays were taken and came back normal. As a result, surgical intervention was taken to explant and replace the ipg and add an additional lead. Issue has been resolved.